Manufacturer narrative:
Post catheter removal, hematoma was observed at the femoral sheath site. Pressure was applied to the site and the issue resolved on the same day. Hematoma is a potential complication of the procedure, is listed in the IFU, is unrelated to ultrasound therapy and can occur after sheath removal. This clinical study sae is considered to be procedure-related and not related to the ekos device. No additional information will be available.

Event description:
Subject: (B)(6) is a retrospective patient enrolled in (B)(6). This patient is a (B)(6) year old female. The patient's bmi is greater/equal to 30.0 kg/m^2 and has a history of hypertension and anxiety. The patient was treated for a bilateral pe on (B)(6) 2015 for about 18 hours. Ekos catheter was successfully placed using ultrasound imaging in the left and right pulmonary arteries. 12 mg of tpa infusion was started on the same day at 16:28 hours. The planned therapy was completed at 10:45 on (B)(6) 2015. The patient was given 1195iu IV heparin infusion at the time of the procedure. The site reported that post catheter removal, a moderate size hematoma was observed at the right femoral sheath site after removal. Pressure was applied to the area and the hematoma resolved on the same day. The principle investigator classified the relationship of the anemia as not related to the ekos device and ultrasound therapy, but related to thrombolytic drug and anticoagulant drug. The interventional procedure was classified as unknown.